Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with 20miu/ml hcg urine control. Retention products showed hcg positive results at read time and met qc specifications. No false negative results were obtained. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016: positive hcg via unspecified method but patient had possible miscarriage. There is no evidence or allegation that the cardinal health rapid test hcg combo test caused or contributed to the possible miscarriage. On (B)(6) 2016: home pregnancy test= positive x1, false negative cardinal health rapid test hcg combo x1. On (B)(6) 2016: patient went to emergency room with abdominal pain and vaginal bleeding; emergency room hcg result= 13 miu/ml. On (B)(6) 2016: patient went to emergency room with abdominal pain and vaginal bleeding; emergency room hcg result= 16 miu/ml. The customer provided a patient diagnosis of complete spontaneous abortion. Customer was unable to further clarify if this was referring to possible miscarriage in (B)(6). Although requested, customer was unable to provide an update on the status of the pregnancy. No additional information was provided.

Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2016: positive hcg via unspecified method but patient had possible miscarriage. There is no evidence or allegation that the cardinal health rapid test hcg combo test caused or contributed to the possible miscarriage. On (B)(6) 2016: home pregnancy test= positive x1, false negative cardinal health rapid test hcg combo x1 on (B)(6) 2016: patient went to emergency room with abdominal pain and vaginal bleeding; emergency room hcg result= 13 miu/ml on (B)(6) 2016: patient went to emergency room with abdominal pain and vaginal bleeding; emergency room hcg result= 16 miu/ml no additional information was provided.